Event description:
Event description cpi received information that this implantable pulse generator (ipg) and leads, models 4269 and 4261, were removed due to erosion. The system will not be returned.